Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
He stated the screws holding the seat fabric to the frame are stripped.